Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a burning sensation with device use. The recipient ceased device use for a period of 8 months. Once the recipient resumed device use, they were advised to discontinue use, however the recipient did not listen. The recipient is presenting with a tingling sensation when using the device.